Event description:
It was reported the patient presented in the emergency room due to patient notifier. Upon interrogation, the device was found to be a elective replacement indictor (eri). Premature battery depletion was suspected, as at the previous follow up on (B)(6), 2023 the device had 49% battery remaining. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was unable to communicate upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found an internal battery anomaly to be the cause of premature battery depletion.